Event description:
The customer reported that the system would not make x-ray and would display a saturation fault error message. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber and generator driver boards were replaced. The system was then found to be operating as intended.